Event description:
Healthcare professional reports one incident of a pt reaction with the psn 170 dialyzer occurring approximately six mos ago. It was reported that at the start of treatment, the pt experienced vomiting. Treatment was stopped and resumed with a fresenius f-70 dialyzer and completed without further incident. It was reported that no medical intervention was required. It was also reported that the pt continues to use the psn 170 and psn 210 membranes without incident. Pt has a history of other dialyzer related reactions experiencing vomiting while using the CT 190g dialyzer.